Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that when the field representative was interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) during pre-implant testing, a message appeared on the programmer indicating that the device should not be implanted. The s-ICD will be returned for laboratory analysis. There was no patient involvement and the s-ICD was never removed from its original packaging.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. A review of the memory determined that the s-ICD did not pass the voltage integrity check after a successful firmware update. The device case was opened to facilitate examination of the internal components. Each battery cell was measured individually; no anomalies or evidence of high current drain was found. Detailed analysis of the device hybrid was then undertaken and all measurements during testing were found to be in normal range. Despite all efforts, laboratory analysis was unable to identify the reason for the s-ICD not passing the voltage integrity check that resulted in the display of the alert during the implant procedure.